Manufacturer narrative:
Initial.

Event description:
It was reported that a user on an ilet pump experienced sustained hyperglycemia with a highest reported glucose of 308 mg/dl after running out of insulin at work and continuing to eat without available backup therapy. The user indicated increased insulin needs and was advised to shut off the pump until insulin could be obtained. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no reported health consequences. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and characterized the event as an adverse event without an identified device or use problem, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was a missed dose due to lack of available insulin.